Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle cannula of the trapezoid basket broke when attempting to crush a large stone (over 2cm). The physician shook the basket to release the stone. Another trapezoid basket was used to crushed the stone and completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. H6: device code 1069 captures the reportable event of handle cannula broken. H10: visual analysis found the handle cannula to have been pulled out of the finger ring portion of the handle assembly and also slightly bent at its proximal end. The screws depth was measured, and both were found within specification. The dimples were visible on the handle cannula. Drag marks were present from the proximal and distal screw toward the proximal end of the cannula as the cannula has been forcibly pulled out from the set screws. Furthermore, small cracks were noted in the handle indicating tension was applied to this part of the unit; probably by the alliance device which is used together with the trapezoid basket and that gets placed in this specific part of the product. All these factors previously mentioned are enough objective evidence to indicate that the device was properly assembled during manufacturing and that issues during the manipulation of the unit could have been experienced at the field while the procedure was being performed. Therefore, based on the information available and the analysis performed, the most probable investigation conclusion for the encountered damages is "adverse event related to procedure". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle cannula of the trapezoid basket broke when attempting to crush a large stone (over 2cm). The physician shook the basket to release the stone. Another trapezoid basket was used to crushed the stone and completed the procedure. There were no patient complications reported as a result of this event.